Event description:
The user facility reported that the crosscut valve on the ik sheath showed a leak, and a small amount of blood dripped out of the valve. The estimated blood loss was less than 10ml. Visually, the tip of the dilator and the crosscut valve show minor damage. The patient was not harmed. The only thing that could be seen was a small leak in the valve. Additional information was received on 24 feb 2023: the procedure being performed for the patient, when the leakage occurred was they placed the femoral introducer in the groin. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no damage noted with the dilator or valve prior to use. The leakage could not be resolved. The patient was in stable condition.

Manufacturer narrative:
Initial reporter: occupation: nurse and materials manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One ik sheath and dilator assembly were returned for product evaluation. The sample was subject to visual analysis. No damage was noted on the sheath. The dilator tip is deformed. For leak testing, the ik pinnacle sheath distal end was connected to leak testing equipment providing constant air pressure at 4.3 psi to simulate low pressure leak testing. The device was pressurized and placed in a water bath to visualize bubble formation and test for the presence of a leak. After several minutes under the pressure test, there were no leaks present from the valve. With air pressure still applied, the dilator was introduced to test the hemostatic valve seal with a device crossing the valve. A leak from the valve was visualized during introduction and advancement of the dilator. When the dilator was withdrawn a short distance proximally the seal was not leaking again. The sheath valve assembly was deconstructed to check for damage of the valve. The valve has a tear from the center to the side of the valve. The complaint can be confirmed for leakage of the valve. The exact root cause cannot be determined. The likely root cause is off center insertion of the dilator caused the valve to tear, leading to the leakage. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).